Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that the patient was resuscitated because of ventricular fibrillation about 65 months after implantation of the ICD and had to be transported to the hospital with an ambulance. The ICD could then no longer be interrogated. An explant is planned. The patient is hospitalized.

Manufacturer narrative:
The returned ICD was visually inspected after its receipt, and no abnormalities were found. During the initial interrogation, the clinical observation was confirmed, the device could no longer be interrogated. The memory content of the device could therefore not be read.in the next step. The ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected. This damage to the final shock stages indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and subsequently to discharge of the battery. Because of the discharged battery, the ICD could no longer be interrogated. As mentioned in the complaint, it is highly probable that the subclavian crush syndrome had led to damage to the lead insulation, as consequence of which low-ohmic contact can occur between the high-voltage conductors, which would result in the clinical observation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of a malfunction of the ICD.